Event description:
It was reported that the bd needle precisionglide 21x1-1/2in needle hub hole was cracked / damaged. The following information was provided by the initial reporter translated from spanish to english: during the packaging process of the product sostenon 250 batch g24390 a, at the time of placing the precisionglide 21x1-1/2in hypodermic needle in the individual box, the packaging process leader detects a quality problem in the needle, as there is a foreign element inside its packaging, which is atypical. Additionally, during the same process, the process leader detects that there are needles with other quality defects, presenting a yellowish color in the union medium and in the canopy or hub, which causes the latter to break. 1. Evidence of hypodermic needle with foreign element inside its packaging. 2. Defects in the bonding medium and in the pavilion or hub. Additional information received on 11/12/2024 could you please confirm the quantity of parts with each defect? 1. Foreign matter - hypodermic probe with foreign element 1 piece. 2. Broken pavilion: yellowish color in the bonding medium, causing the pavilion to break - defects in the junction medium and hub 10 pcs. 3. Excess epoxy. Were the reported parts identified in the same box? A: no, they do not correspond to different boxes. Are samples related to the incident available for analysis? If yes, please indicate the quantity. A: yes, all 11 pieces detected are available. Additional information received on 11/28/2024 1. Hypodermic needle with foreign element 1 piece. Can this defect be considered as per image below, is it correct? A: if it is a defect since it is a foreign object inside a needle that is considered sterile. 2. Defects in the joining medium and the pinna or hub 10 pieces. Could we consider the defects reported according to the table below? A: yes, I consider the classification to be correct. Defect in the pavilion: how many parts for this defect out of the 10 pieces reported? - 2 pieces. Is it possible to provide pictures/photos of each part with the defect? - we have all the physical evidence, can we send it? Or they only require photographic evidence. Defect in the bonding medium: how many parts for this defect out of the 10 pieces reported? - 8 pieces. Is it possible to provide pictures/photos of each part with the defect? - we have all the physical evidence, can we send it? Or they only require photographic evidence. Defect in the pavilion: is it possible to provide pictures/photos of each part with the defect? - we have all the physical evidence, can we send it? Or they only require photographic evidence. A: at this time, we require photographic evidence. We thank you for sending the images. Defect in the bonding medium: is it possible to provide pictures/photos of each part with the defect? - we have all the physical evidence, can we send it? Or they only require photographic evidence. A: at this time, we require photographic evidence. We thank you for sending the images.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos received for investigation by our quality team. Through visual inspection, foreign matter on the needle, damaged needle hub, and epoxy is observed. Physical sample is required to further analyze and identify the foreign substance. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time for foreign matter or damaged needle hub. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Possible root cause for epoxy is due to resin applicator. Actions were taken for this incident including, create standard samples with the minimum acceptable amount of resin, use standard sample to carry out the vision system challenge, carry out recycling and training with the technical and operational team, and install an additional camera to view the needle from both sides. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Occurrences: needle hub hole / cracked / damaged = 2.